Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Mlc-20 user's test strip had poor storage.(kitchen). Test strip (B)(4).

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from non-fasting back to back blood tests of 186, 215 and 158 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in a china cabinet near the kitchen. The test strip lot manufacturer's expiration date is 04/17/2018 and open vial date at time of call is two weeks. The meter memory was reviewed for previous test result history: (B)(6).